Event description:
The customer reported that the system displayed an error message and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable, the battery charger printed circuit board, and the power signal interface printed circuit board were replaced. The sys was tested and found to be working as intended and put back into svc.